Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had leaked during use. The cassette was taken out of the box and the cap on the end of the line would not lock, resulting in a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One cassette was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted..